Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its tidal volume levels being zero was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) was damaged, the ift cable was not secured and that the cough to blower coupler was not properly seated. Ventec replaced the ift, properly secured the ift cable and reseated the cough to blower coupler to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift, ift cable and cough to blower coupler.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its tidal volume levels were zero. There was no patient involvement associated with the reported event.